Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had abnormal impedances when plugging the lead into the header. Caller stated they had the healthcare provider (hcp) remove the lead, wipe it off and reinsert but impedances remained the same where it was only contact 0 that was over 4k ohms. Caller used a percutaneous extension and external neurostimulator to check lead-only impedances and everything was normal. The hcp wiped the lead and reinserted it into the header block, but impedances gave the same result and continued to give the same result in post-op. Caller mentioned they think the patient had some sort of nerve conduction disorder because every time they tested the lead, the patient had no responses at all. Caller stated, initially, the hcp advanced too far as the patient was very thin and frail but pulled it back and when they tested for responses using the needle, they received great responses. However, when the lead was placed, they got no response except for a faint response at one point, no bellows were seen. The hcp moved the lead to the contralateral side, even attempting placement into s4, and saw no response whatsoever. The hcp moved the lead back to the original side where they saw a faint response but mentioned they thought they may have numbed the nerve since there was no response. In post-op, the patient had no sensation using programs 2 and 6 (as those don't utilize contact 0) even up to maximum amplitude. Caller spoke with the patient yesterday (B)(6) 2026, had them check impedances and results were the same. Caller stated the patient was at 6.1 ma on program 2 but only feeling vaginal throbbing and at 8.7 ma on program 6 feeling vaginal thumping. The issue was not resolved through troubleshooting. Agent reviewed potential of fluid in the header block or potential damage at the header block and possibility of temporary high impedances with interstim. Agent suggested obtaining imaging and monitoring issue going forward. Caller was scheduled to see the patient in two weeks. Caller inquired about possible warranty for implantable neurostimulator since impedance issue was noticed when lead was connected to the battery. The agent emailed the caller information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.